Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that this phenomenon occurred due to physical stress/chemical stress/storage environment, etc. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following IFU. ·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. ·IFU states caution regarding physical stress, reprocessing method and storage environment of device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the supplemental medwatch 91857. The aware date should be 25-may-2022.

Manufacturer narrative:
The device was returned for evaluation. The evaluation found the bending section cover to be defective. Additionally, the scope connector valve was loose, the insertion tube and objective lens were scratched and peeling. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus loaner, evis exera iii bronchovideoscope to the service center. Upon inspection, testing and estimation of the returned device, it was observed that the bending and insertion tube were defective. The customer did not report any problems associated with the device and there was no patient, user injury or harm reported to olympus.